Event description:
Aburahma, 2021, unk zilver ptx and clinical outcome of drug-eluted stenting (zilver ptx) in patients with femoropopliteal occlusive disease a single center experience. Arterial access was performed in most patients via the contralateral femoral artery with a few approach using the ipsilateral femoral antegrade or pedal approach using 5 or 6 f sheath. Our approach has been described previously. 7 zilver ptx stents were placed at least a few mm below the superficial femoral artery (sfa) origin so it will not encroach into the common femoral artery (cfa). Both pre and post-dilation were left to physician discretion. All were given a loading dose of 300 mg clopidogrel (plavix) immediately following the procedure and 325 mg of aspirin. The plavix was maintained as 75 mg daily for 6¿8 week, while aspirin was continued indefinitely. As per table 2 3 cases of other peri-op events. (Includes cfa thrombosis, cfa dissection, and compartment syndrome.)

Manufacturer narrative:
Niu stent, superficial femoral artery, drug-eluting.